Event description:
Info was received that reported a pt was hospitalized in 2009 for diabetic ketoacidosis. The pt reports that their blood glucose was 400 mg/dl upon admission. He was treated with IV insulin on both occasions. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.